Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Olympus was able to confirm the adhesion/clogging of the material in the auxiliary water channel. A definitive cause of the material remaining in the device was not established. The event can be prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.